Manufacturer narrative:
The device has not been returned to the manufacturer for investigation to date. Add'l info will be available upon completion of the complaint investigation.

Event description:
The tip of the device fell off inside the patient, but the doctor was able to retrieve the tip from inside the patient. Although the surgery was slowed down, the doctor was able to continue the procedure.